Event description:
The patient was implanted with a left ventricular assist device. A (B)(4) stated: "not thoratec confirmed. Echo and ramping study showed that aortic valve remained open, regardless of speed, and inflow graft didn't have flow for unknowable time. Increased ldh also." The outcome listed that the patient expired on (B)(6) 2013.

Manufacturer narrative:
The patient expired. The MFR is attempting to acquire the device for further evaluation. (B)(4). No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.